Event description:
Pt developed cyanosis and became unable to ambu. After numerous emergency measures, pt stabilized and transferred to ICU. Initial testing has revealed that this incident is related to a malfunctioning expiratory valve on the MFR's CPR adult bag.